Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral ¿rupture¿. This record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell, missing piece of the shell and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: - two striated edge opening on posterior side due to surgical damage. - a striated edge opening on posterior/anterior side due to surgical damage. -missing piece of the shell assessed as inconclusive.

Event description:
Patient reported bilateral ¿rupture¿. This record is for right side. The device has been explanted.